Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was of 598 mg/dl. Customer was treated with insulin drip and manual shots for high blood glucose level. Based on customer¿s report customer alleged insulin pump was under delivering. Displacement test and the self test was passed. Customer was assisted to troubleshoot for high blood glucose level. It was unknown whether the customer was using auto mode at the time of reported event. Customer declined to troubleshoot for insulin pump. The insulin pump and reservoir will not be returned for analysis.